Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during setup for a cori assisted tka surgery, they were not able to perform the real intelligence robotic drill kpc test due to a "critical error" message. They attempted three times, as well as trying to start a case, but had the same error. They restarted the system and the error still occurred. So, they switched the real intelligence robotic drill and were able to move forward with the case. The procedure was completed with a non-significant delay. Since the issue occurred before procedure, patient was not involved.

Manufacturer narrative:
The real intelligence cori, pn: rob10024, sn: (B)(6) intended for use in treatment was not returned to the designated complaint unit for evaluation, therefore visual and functional inspections could not be performed. The software files were downloaded from the device and provided for investigation, however, there are no logs that pertain to the date of complaint occurrence. Per email correspondence attached, it is likely that the complaint was not exported, and therefore cannot be reviewed. The drill used in this case was investigated and did not confirm the reported ¿critical error¿ via visual or functional evaluation. The most likely cause would be an intermittent error with the drill, not the console. This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. Based on the investigation, no containment or corrective actions are recommended at this time.